Event description:
It was reported that the leadless pacemaker exhibited loss of capture and sensing during implant procedure. The device was not used, and a new one was implanted. The patient was stable.